Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing using known good accessories without duplicating the report. Internal inspection found no discrepancies. The monitor board and dock connector were replaced as a pre-caution. The device was recertified and returned to the customer. The accessories used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.